Manufacturer narrative:
Returned device was received no physical damaged was found on the device. No evidence of reported problem in event log was found. During the evaluation of the device the device was able to stay on with no issue. Error code 46442 was found in the event log. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during testing of a smiths medical cadd-solis vip ambulatory infusion pump continually had power failures. There was no reported patient involvement with no adverse effects.

Event description:
Information was received indicating that during testing of a smiths medical cadd-solis vip ambulatory infusion pump continually had power failures. There was no reported patient involvement with no adverse effects.